Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead showed oversensing which was also reproducible during provocation testing. Lead extraction is planned. Should additional information be received, this file will be updated.

Event description:
It was reported that the lead showed oversensing which was also reproducible during provocation testing. Lead extraction is planned. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2025 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 100 ohms. The analysis of the provided iegm freeze episodes during follow up on january 23, 2025 revealed synchronous artifacts on the ff and rv channel, which led to oversensing. Furthermore in episode no. 1600 from (B)(6) 2024 beginning artifacts on the rv channel with oversensing occurred. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.